Event description:
Additional information was received that indicated that serial cord adaptor was returned to the manufacturer for evaluation. An analysis was performed on the returned serial cable and the reported allegation was not verified. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications. It was confirmed that the office has not have any further issues with their programming system since the replacement.

Event description:
It was initially reported that the physician had an issue with the programming system having intermittent communication. The issue was isolated to the serial cord adaptor not making a secure connection with the handheld. Good faith attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.